Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the permanent cautery hook instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that the permanent cautery hook (pch) instrument had a damaged spot on the insulating layer. There was no report of patient involvement. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and failure analysis investigations could not reproduce nor confirm the customer-reported complaint. Visual inspection found no signs of physical damage with no missing components observed. The instrument was returned with a reported complaint that does not affect the functionality and is a part of the instrument's design. The instrument reported a missing input disk however this instrument, does not require an extra input disk in the reported area. The instrument is in its expected condition. The product is considered conforming in its current state. Additionally, isi followed up with the initial reporter and obtained the following additional information: there was no loose, frayed, or broken cables. The black insulation was not stripped or damaged. All the cables were in good condition and there was no loss of cautery. There were no signs of thermal damage. The hospital is not allowed to share any patients information.

Event description:
Refer to h10/h11 for follow-up information.